Event description:
It was reported that during a device system revision (please refer to manufacturer report # 3004209178-2013-10455), a new pump and pump segment catheter were placed. The healthcare provider (hcp) then could not aspirate the new catheter via the catheter access port (cap). The caller inquired into disconnecting the catheter and aspirating just the catheter. The hcp decided to continue aspirating via the cap using a cap kit and the reporter stated ¿the more we pull it¿okay¿, indicating that the catheter was eventually able to be aspirated. It was later reported that during the pump replacement the hcp could not ¿clear¿ the catheter and location of the issue was noted to have been the pump segment/cap. Following the replacement the patient outcome was reported as ¿fine¿ with no further interventions planned. The pump was filled with saline at implant.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).